Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via a reported that there was a loss of stimulation. When the patient went in for a post-op visit, there was a loss of right leg stimulation. After multiple programming with no paresthesia, fluoroscopy showed the lead had retracted out of the epidural space and the other lead had pulled down to t10. It was noted that impedances were fine. No surgical intervention occurred but a surgical revision was to be scheduled. The issue had not been resolved at the time of the report. The rep later reported that they still had not heard of a surgery date yet but was referred to a surgeon. The patient's relevant medical history includes chronic low back pain and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the health care professional thought he did not anchor well. A revision was scheduled for this week, but now rescheduling as has not been approved yet. If additional information is received, a supplemental report will be submitted.